Event description:
Patient presented to ER with left leg pain and ultrasound for deep vein thrombosis (dvt). Right antecubital fossa (racf) was prepped with chlorhexadene. A 22 gauge needle was inserted by the paramedic. Missed attempts x3. Catheter flushed with normal saline via syringe to insure patency. Site assessed. Lock intact. Patient transferred to radiology dept / CT scan for CT angiography of chest with/without contrast. During the administration of the IV constrast via the medrad injector system, the j-loop IV tubiing burst under 3ml/second pressure. This caused the j-loop to burst and contrast to spray on patient and surrounding equipment. Patient's vein at IV site was noted to be infiltrated. Equipment turned off. ER nurse was called to CT scan and managed incident according to protocol. IV's disconnected and tubing discarded by nurse and imaging tech. IV site noted to be painful with swelling and redness to right upper arm and racf area. Warm compress applied. Medrad injector removed from service and inspected by bio-engineering. Injector found to be in proper working order. Investigation suggests that the IV flow rate was too high for the IV 22g, and/or IV clip was not open during injection. Re-education performed with ER and radiology staff, and new policy to be drafted regarding IV standards for IV contrast administration.